Event description:
The pt came to the dermatology dept due to persistent severe peristomal dermatitis. She brought with her the products she used for her ileostomy site. She was found to have a severe blistering reaction to 3m cavilon no-sting barrier spray when patch tested to her products, the no sting barrier spray is used to "protect" the area. We contacted 3m who said they have had reports of similar reactions from this product, but when searching maude, no other have been reported to the FDA. 3m declined to send the individual ingredients in there cavilon no-sting barrier spray to determine what within the product was causing the pt to have the bullous reaction.